Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported 29 jan 2020 that the patient has a buried bumper and no tube replacement is possible due to the patient is hemodynamically unstable with saturations below optimal levels. Patient is currently without a duodopa pump and on oral medication. It was reported on 21 feb 2020 that the patient was intervened to remove the buried bumper but due to features of the external tube and the condition of the patient it was preferred not to open the gastric wall to place a new tube. It was decided to place a foley tube of 14 fr in order to have access to the stomach. The patient remains with the nasoduodenal tube for the administration of duodopa.